Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 8.4 mmol/l, 19.7 mmol/l, and hi (greater than 33.3 mmol/l). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).